Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have been having uti infections and when they have a uti, it overrides the device. Pt stated they have not been able to use the therapy because of this. Pt said every 3-4 days they go back to the healthcare provider (hcp) with an infection and they were working on removing something in their bladder to see if that's what's causing it. Pt tried to use therapy the other day and had it up to the highest level and got no sensations at all. The pt was redirected to their hcp to further address the issue. Additional information was received from the pt on 2024-jul-22 stating that the uti was starting to clear up and they'd like to go back to their initial setting, requested a call from their local manufacturing representative (rep).

Event description:
On (B)(6) 2024 rtg0602393 (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have been having uti infections and when they have a uti, it overrides the device. Pt stated they have not been able to use the therapy because of this. Pt said every 3-4 days they go back to the healthcare provider (hcp) with an infection and they were working on removing something in their bladder to see if that's what's causing it. Pt tried to use therapy the other day and had it up to the highest level and got no sensations at all. The pt was redirected to their hcp to further address the issue. Additional information was received from the pt on (B)(6)2024 stating that the uti was starting to clear up and they'd like to go back to their initial setting, requested a call from their local manufacturing representative (rep). MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.